Manufacturer narrative:
Concomitant medical products: d154vwc, ICD, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was capped due to an "unspecified anomaly." It is unknown if the lead was replaced. No patient complications have been reported as a result of this event.